Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low hemoglobin (hgb) and platelet (plt) results generated by the coulter ac t 5diff autoloader hematology analyzer. The initial hgb result was 9.3 g/dl and plt result was 255 x 10 to the third power cells/ul. The original sample was re-tested several times with subsequently higher results. The erroneous results were not reported out of the lab. Based on available information, there was no impact to patient or user.

Manufacturer narrative:
Qc was run in the morning and at mid-day and results were within qc limits. Currently, the instrument is working within qc specifications. The specimen was collected in a bd, 4ml vacutainer tube and was less than one hour old. The erroneous results occurred on a specific pt sample after the instrument sat idle. No other pt samples exhibited this issue. The initial results had instrument generated flags that requires customer to further review the results. A field service engineer (fse) went to the customer's lab in 2008 and performed a routine preventive maintenance (pm) to the instrument. The fse was informed by the customer of the earlier sample recovery issue. The fse made adjustments on the needle carriage assembly to correct possible probe alignment issue. Upon pm completion, the instrument was verified and validated. As of the following month, there have been no further events reported by the customer for this issue. A clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.